Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed possible inconsistent far field r-wave (ffrw) oversensing. Additionally, the right ventricular (rv) lead exhibited some double counting of qrs complexes and some undersensing of qrs complexes. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.